Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. Upon evaluation of the electrode belt was found to have an intermittently open green (+3.3v) wire in the trunk cable, causing intermittent communication failures. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of the electrode belt sn (B)(4) for an unrelated issue, a reportable malfunction was found. The electrode belt was found to intermittently fail functional testing.